Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in early 2022 the patient presented with edema of the capsular bag at the site of implantation of the stimulator. In (B)(6) 2022, explanted the device in vivo in our hospital. And then re-implanted in the other side of the body. At present, the edema of the capsular bag still existed. At present, the doctor had not given the patient the next treatment plan yet. No device issues reported.  At present, the doctor had not given the patient the next treatment plan yet.